Event description:
Was reported that the customer received a button error alarm. Customer's blood glucose level at the time 200mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to flatten (creased) button dome switch. No button error alarm noted. Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to the unresponsive buttons. The device also was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.